Event description:
Rptr purchased a new pair of contact lenses in july. She used these lenses with cleaning solution. The lenses slowly turned dark brown (they were clear lenses originally). They were uncomfortable to wear. Her doctor took them back, gave her a new pair and again, the same thing happened, except her vision was not as clear. Her doctor checked her eyes and said they appear to be okay and without problem. On 12/13/95 she called the MFR's sales representative after receiving a letter from the solution MFR regarding the chemical reaction of the lenses with the solution. The sales rep stated, "there is no evidence out there that says sorbic acid made the lens change color." Rptr has learned from her doctor that the MFR does know this is a problem but has never communicated this to physicians or patients. Consumers need to know so they can make informed decisions. From a letter from the solution MFR: "in an attempt to investigate the condition described, quality assurance analyzed the returned products. Testing determined that the daily cleaner was within all specification requirements with nothing unusual noted. Although the amount of multi purpose returned was insufficient to preform all tests, the testing that was completed was found to meet specification requirements. Regarding the pt's lenses, visual observation noted a yellow color. As stated in rptr most recent conversation, per the lens MFR, no products containing sorbic acid or potassium sorbate should be used as a soaking agent with the lens material. Please be aware that it is the responsibility of the lens MFR to provide the lens dispenser with specific info concerning the approved care and cleaning regimen. We would like to recommend that the pt's lens care routine be reviewed in detail." (*)